Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump kept alarming no delivery and experiencing high blood glucose of 505 mg/dl. Troubleshooting was for no delivery wasn't performed as customer had resolved with a set change. Troubleshooting was performed for high blood glucose and it was found insulin was leaking at the quick release from the infusion set. Leak was three to six inches from quick release. Customer is not returning the insulin pump for analysis.